Event description:
It was reported that the flexible stiffener of an ultrathane mac-loc locking loop multipurpose drainage catheter was difficult to remove in several occurrences during covid. The customer confirmed that the issues were with the blue stiffeners from catheters 10 french and below, and not with the clear hard plastic stiffeners of the 12 french and 14 french catheters. At this time, no harm to the patient(s) has been reported.

Manufacturer narrative:
D2a - additional device name: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - additional product code: gbo; lje. E1 - address 1: (B)(6). H3 - device evaluated by mfg?: device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being sent to indicate the complaint event is not reportable. After further review of the complaint event and a search of complaint history, it was determined that this event was previously capture in reports 1820334-2022-01703 and 1820334-2022-01706. Therefore, this complaint will be cancelled by the manufacturer. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.